Event description:
Problem with vent for last 3 months. Vent flashing power lost but vent did not stop functioning. Vent shut off with a continuous audible alarm for 3-4 seconds, then would come back on with no alarm messages displayed. Vent would work again for 15-20 min. And then would repeat cycle of shutting off for 2-3 seconds and coming on again. This cycle continued through the night but seemed to be more frequent. At which time he contacted the dme to replace vent. Family member stated never uses a power strip and once a month discharges battery and recharges it.